Event description:
It was reported that the 9800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an on site investigation. The battery was replaced and the single board computer upgrade kit was intalled during the service call. The system was tested and found to be working as intended, and put back into service.